Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reports to have experienced a no delivery alarm and an unexpected restart. Customer's blood glucose was 175 mg/dl. Customer states alarm occurred after inserting a new battery. Customer was advised to monitor the insulin pump.